Event description:
It was reported that the patient underwent an inguinal hernia repair on an unknown date and suture was used. Following the procedure, the suture migrated and the patient underwent removal of the suture from the tissue near the bladder, which was causing pain. No additional information was available.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.